Manufacturer narrative:
Investigation summary and conclusion: this mitroflow valve was explanted after 7 months due to a reported prosthetic endocarditis. Gross examination revealed a stenotic bioprosthesis with large thrombotic depositions on both sides of valve. Histological analysis revealed inflammatory cells and gram-positive bacteria spread inside the samples. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis 1 in the acute phase. It is possible that the patient¿s clinical conditions and risk factors (dyslipidemia 2,3,4,5, aortic valve stenosis 6, coronary artery disease 5, mild mitral valve regurgitation, trivial pulmonary regurgitation, calcification, ventricular enlargement of 60% and nyha class iii) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Manufacturer narrative:
This event was initially submitted as (FDA#3004478276-2016-00150) as a group of events as device information was not available. Additional information, including patient information, date of implant and explant, and serial number have been received as of february 13, 2017. Now that information is available, the initial report is being submitted.

Event description:
The 1st cause of patient death congestive heart failure due to valve svd of 2 pt deaths related to the 23 svd cases mentioned in the paper: (this is also part of the late mortality group) the fate of small size mitroflow valve prostheses in an old patient population - ruggero de paulis.